Event description:
It was reported that the drill bit broke during an orthognathic bsso procedure.

Manufacturer narrative:
Device not returned for evaluation. Internal investigation in progress but not yet complete.